Event description:
It was reported that the patient with this right atrial (ra) lead had infection with sepsis. There were no additional adverse patient effects reported. The ra lead remains in service.